Event description:
It was reported that the health care professional (hcp) wanted to review a stored episode of this implantable cardioverter defibrillator (ICD). Upon review, it was confirmed that this patient was in supraventricular tachycardia (svt), the ICD inappropriately delivered anti-tachycardia pacing (atp), which accelerated the rhythm to the vt-1 zone. However, the atp therapy performed was unsuccessful. Shortly after, the rhythm patient went back into their own. Additionally, it was noted stored episodes with atrial tachycardia response (atr), which was inappropriate due to oversensing on the right atrial channel. Reprogramming options were recommended. At this time, the device remains in service and no additional adverse patient effects were reported.